Event description:
During a laparoscopic supracervical hysterectomy a piece of a disposable ace harmonic scalpel blade(shear tip) broke off inside the abdomen. After a thorough search the piece was retrieved without harm to the patient.